Event description:
On (B)(6) 2013, it was reported that this vns patient underwent generator revision on (B)(6) 2013 due to end of service and lead revision due to a device malfunction. A battery life calculation showed 0 years remaining. Attempts for additional information form the referring physician have been unsuccessful. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.